Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b7 and h6 (patient). Removed anxiety and cyst under patient harm and populated under medical history. H6 patient code: no code available (3191) is used to capture the absence of treatment.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
English translation of italian legal document received. Patient alleged inflammation, cyst, dysthymia, severe stress, anxiety, depression, and erosion of bone tissue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
English translation of (B)(6) legal document received. This is a request for initiation of mediation procedure alleging progressively severe pain, limping gait, instability, functional limitations of the lower limb, inflammation, presence of accumulation of chromium and cobalt metal ions in the patient's blood leading to metallosis and presence of a voluminous cyst in the right coxofemoral region. The document further indicates that the patient developed moderate to severe persistent depressive disorder related to stress directly connected to the consequences of the trauma suffered by the patient, partly increased by her knowledge of the damage caused by having the depuy asr prosthetic system. This resulted to severe anxiety and significant obsessive-phobic manifestations, depressed mood, excessive irritability and reactivity. Doi: somewhere between (B)(6) 2009. Dor: no revision reported (right hip).